Event description:
It was reported that during an unknown procedure the device appeared to fire but knife blade would not return to original position. Replaced with like device to proceed with case. No reported adverse event to patient. Delayed case for less than 30 minutes.

Manufacturer narrative:
(B)(4).